Manufacturer narrative:
The camera cart to main cart cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system and batteries were returned to the manufacturer for evaluation. However, results are unavailable at time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: 9735771, lot/serial #: (B)(6); product ID: 9735773, lot/serial #: (B)(6) ; product ID: 9735764r, lot/serial #: (B)(6) the 24v battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Battery was tested on a known good navigation system for over 24 hours. It performed without shutting down. Battery performed as normal. No failure was found. The 48v battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Battery was connected to a known good uninterruptible power supply (ups) and was tested for a 24 hour period. Battery performed as normal with no errors. No failure found. The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and configurations are set correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer is fully functional. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system did not start. The system had defective batteries and power supply. No patient was present at the time of the event. Additional information was received stating that the system had defective batteries and the power supply and/or computer. During demo the system was not able to start the system. After changing the hospital wall outlet the system starts. During demo system shut off. After that it was not possible to start again. Changing the wall outlet the system start again. Then during the next four hours system shut down again. Troubleshooting was done and a system checkout was performed on site. Sometimes during the demo the system shut off again. For further troubleshooting the system was brought to the office. Troubleshooting was performed. The system runs for 4 days without any failure. All cable connections checked. Power cable and interface cable between main and camera card checked. No failure found. During 10 days system was started in the morning, many times navigation was done on a phantom, in the evening system was switched off. No problem found. The probable cause of the reported issue was that the or was renovated and the issue may have been cause by a voltage fluctuation.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. No parts were replaced. If information is provided in the future, a supplemental report will be issued.